Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using night aligners the patient reported, "I was in to my dentist yesterday and I told them I was using these aligners. They had same concerns and they said I had some bone loss due to gum disease."